Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 for a low blood glucose of 31 mg/dl. The customer's husband discovered that she was unresponsive. The customer did not recall details of the hospital treatment aside from being given protein. The customer was wearing the insulin pump within 48 hours of the hospitalization. During troubleshooting, no insulin pump or infusion set anomalies were noted. The insulin pump was not returned for analysis.